Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when they connected the cassette to the pump, the pump did alarm with message displayed on screen "no disposable detected". The pump was not connected to a patient when the error/event occurred. Therefore, there was no medication infusing. Total reservoir volume would not allow connection of reservoir to pump. A closed system drug transfer device (cstd) was used. Patient was not medically affected. This event occurred during set up and was operated by a health professional. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3/h6: two samples were returned, part number 21-7002-24, lot 4461342, and were received in unused condition, in a plastic bag. During visual inspection of the device, no discrepancies were detected. During the functional testing of the device, no discrepancies were detected. The investigation could not confirm the reported issue and therefore a cause was not determined.